Event description:
During a tracheostomy at about the level of the second and third tracheal rings, a cruciate incision was made by electrocautery. Upon making an incision, there was a spark, followed immediately by a flame that was quickly extinguished by water. There was some charring effect at the edges of the trachea and subcutaneous tissue. The pt expired three days later from respiratory failure. The exact cause of death is unknown as it was a coroner's case. Facility has no evidence at this time to confirm this was a product related incident that caused pt's death or caused the incident to occur. This is still under internal investigation.